Manufacturer narrative:
Product event summary: analysis did confirm the customer comment of the programmer not booting up, however it was attributed to the battery not being charged. The battery showed normal drain and was able to be fully charged by service. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.